Event description:
Pump declared alarm during operation. There was no reported adverse impact to customer's blood glucose level. Customer arranged for pump replacement and will continue using current pump until the new one arrives. Customer was guided on how to store the pump safely prior to returning it, and technical support confirmed relevant details for shipping the replacement.